Event description:
Sorin group received a report that during the set up the ultra-filtrate outlet port of the hemocentrator was broken. The product was not sued for procedure. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the dhf 0.2 hemoconcentrator: dideco newborn-infant hemoconcentrator. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up will be sent when the investigation is complete.